Event description:
The patient had a primary hip surgery on 2023. On (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the medacta head and competitor liner. The surgery was completed successfully. Presenltly on (B)(6) 2024 , the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 06 march 2024 lot 2312141: (B)(4) items manufactured and released on 04-aug-2023. Expiration date: 2028-07-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional involved implant batch review performed on 06 march 2024 on stem: masterloc 01.39.207 cementless ti coated lat stem size 7 (k151531) lot. 2218191. Lot 2218191: (B)(4) items manufactured and released on 19-jan-2023. Expiration date: 2028-01-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.